Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and duplicating the error. The fse removed the panels, performed a wash sequence and observed clicking and grinding sounds coming from the dilution motor. When a large pulse motion command was issued, the motor jammed and triggered an error, confirming a failure of the diluent syringe unit. Fse replaced the diluent syringe unit, resolving the issue. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action is required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The aia-360 operator's manual under section7-1: error messages states the following: (4013) spec.sy home not found description: the home position of the specimen syringe motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to the failure of the diluent syringe unit.

Event description:
A customer reported error message ¿4013 specsy home not found¿ on the aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.